Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, a company representative reported the pt went to the hospital this morning, due to high ketones. She said that during the middle of last night the pt had an elevated blood glucose reading of 400 mg/dl. The pt bolused insulin, but the pt's blood glucose was still elevated this morning. She stated the pt has been on insulin pump therapy for about 2 weeks and has only changed the insulin cartridge once on her own with assistance from customer support. The representative said she is unsure whether the pt checks for air bubbles. She stated she checked the pt's basal rates on the infusion device and confirmed they were correct. Repeated attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.